Event description:
Event description cpi received information that during a routine follow-up examination, this implantable cardioverter defibrillator (ICD) was found to have experienced a device malfunction.